Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was replaced, and the dingus was realigned. One was a bit too snug and needed to be loosened. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A090501 was coded for the inability to take 3d images. A05 was coded for the broken door switch. A0709 was coded for the door open indication. A0508 was coded for the strange noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they started to take a 3d image, the system started making a strange noise. It was not possible to get a 3d image. However, 2d imaging was working before that in both directions. After, the system would open, but the x-ray tube did not rotate. The system was saying that the door was open. It was noted that the system did not hit anything. During troubleshooting, the dingus' was checked. There was one dingus that was slightly tight, but the main issue was that the side door switch was completely broken. There was no patient involvement.